Manufacturer narrative:
Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. No sensor anomalies noted during testing. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test and lock reservoir in place due to missing retainer. Unit received with severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case(battery tube), cracked case, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had change sensor alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.